Event description:
It was reported the patient felt shortness of breath on exertion which was attributed to loss of intrinsic atria-ventricular conduction and that the right ventricular (rv) lead threshold had risen. The pacing output and some settings were adjusted for the rv lead and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.